Event description:
On 12th december 2023 getinge became aware of an issue with one of our columns - 115001a0 - alphamaquet operating table column used with 115010a0 - universal table top operated via two remote controls 115091c0 ir transmitter and 115090c0 cable connected hand control during procedure. As it was stated, during laparoscopic salpingectomy while the anesthetized patient was on the table with laparoscopy trocars in her stomach and the device was in the low position, the nurse in the room pressed the button on the remote control to move the table into trendelenburg position. Subsequently, the unintended down movement of the foot and head part of the operating table top occurred. The nurse stopped pressing the button, however, the table continued to move. Following the incident, the 115091c0 ir transmitter was removed from the operating room and replaced with 115090c0 cable connected hand control. After a few minutes the unintended movement of the table top reoccurred. The patient was not secured with belts during the incident. The issue resulted in a delay of approximately 15 minutes. There was no injury of the patient, however, we decided to report the issue based on the potential for serious injury if the situations, namely the unintended movement of the operating table which could potentially result in patient fall and delay in surgery resulting in prolonged anesthesia time, were to reoccur.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem, h6 health effect ¿ clinical code, h6 health effect ¿ impact codes, h3a device evaluated by manufacturer, h3b device not eval provide code, and h3c if other provide code - explain fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 12th december 2023 getinge became aware of an issue with one of our columns - 115001a0 - alphamaquet operating table column used with 115010a0 - universal table top operated via two remote controls 115091c0 ir transmitter and 115090c0 cable connected hand control during procedure. As it was stated, the unintended down movement of the foot and head part of the operating table top occurred while the patient was on the table and the device was in the low position. Following the incident, the 115091c0 ir transmitter was removed from the operating room and replaced with 115090c0 cable connected hand control. After a few minutes the unintended movement of the table top reoccurred. The information regarding the patient's outcome was requested, however, no details have been received to date. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the operating table which could potentially result in patient fall, was to reoccur. Corrected b5 describe event or problem: on 12th december 2023 getinge became aware of an issue with one of our columns - 115001a0 - alphamaquet operating table column used with 115010a0 - universal table top operated via two remote controls 115091c0 ir transmitter and 115090c0 cable connected hand control during procedure. As it was stated, during laparoscopic salpingectomy while the anesthetized patient was on the table with laparoscopy trocars in her stomach and the device was in the low position, the nurse in the room pressed the button on the remote control to move the table into trendelenburg position. Subsequently, the unintended down movement of the foot and head part of the operating table top occurred. The nurse stopped pressing the button, however, the table continued to move. Following the incident, the 115091c0 ir transmitter was removed from the operating room and replaced with 115090c0 cable connected hand control. After a few minutes the unintended movement of the table top reoccurred. The patient was not secured with belts during the incident. The issue resulted in a delay of approximately 15 minutes. There was no injury of the patient, however, we decided to report the issue based on the potential for serious injury if the situations, namely the unintended movement of the operating table which could potentially result in patient fall and delay in surgery resulting in prolonged anesthesia time, were to reoccur. Previous h6 health effect ¿ clinical code: others/insufficient information//4580. Corrected h6 health effect ¿ clinical code: others/no clinical signs, symptoms or conditions//4582. Previous h6 health effect ¿ impact codes: insufficient information///4648. Corrected h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.

Event description:
On 12th december 2023, getinge became aware of an issue with one of our columns - 115001a0 - alphamaquet operating table column used with 115010a0 - universal tabletop operated via two remote controls 115091c0 ir transmitter and 115090c0 cable connected hand control during procedure. As it was stated, during laparoscopic salpingectomy while the anesthetized patient was on the table with laparoscopy trocars in her stomach and the device was in the low position, the nurse in the room pressed the button on the remote control to move the table into trendelenburg position. Subsequently, the unintended down movement of the foot and head part of the operating tabletop occurred. The nurse stopped pressing the button, however, the table continued to move. Following the incident, the 115091c0 ir transmitter was removed from the operating room and replaced with the 115090c0 cable-connected hand control. After a few minutes, the unintended movement of the tabletop reoccurred. The patient was not secured with belts during the incident. The issue resulted in a delay of approximately 15 minutes. There was no injury to the patient, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the operating table which could potentially result in a patient fall, were to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 115001a0 - alphamaquet operating table column used with 115010a0 - universal table top operated via two remote controls 115091c0 ir transmitter and 115090c0 cable connected hand control during procedure. As it was stated, during laparoscopic salpingectomy while the anesthetized patient was on the table with laparoscopy trocars in her stomach and the device was in the low position, the nurse in the room pressed the button on the remote control to move the table into trendelenburg position. Subsequently, the unintended down movement of the foot and head part of the operating table top occurred. The nurse stopped pressing the button, however, the table continued to move. Following the incident, the 115091c0 ir transmitter was removed from the operating room and replaced with the 115090c0 cable-connected hand control. After a few minutes, the unintended movement of the table top reoccurred. The patient was not secured with belts during the incident. The issue resulted in a delay of approximately 15 minutes. There was no injury to the patient, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the operating table which could potentially result in a patient fall, were to reoccur. Based on the investigation, it was concluded that at the time of the incident, the devices were being used for the patient's treatment and therefore were directly involved in the reported event. Since the operating table became unresponsive to the remote controllers, and has been operating on its own, it was determined that the getinge devices failed to perform according to their specified functions. Comparing the number of complained devices to the number of tabletops, columns 1150.01, ir transmitters and cable connected hand controls placed on the market we can conclude that the failure ratio is (B)(4) for the issue investigated herein. The affected device was evaluated by a getinge technician. He thorough inspection of the device included checking the functionality of the or table, as well as all the boards, connectors, conductors, and wiring, with no abnormalities found. The remote control was also examined, where a broken led inside was discovered, which may have caused some connection issues. The cable-connected hand control was checked with no abnormalities found. No spare parts were used during this inspection. According to the technician, the unintended movement occurred when the nurse in the room pressed the button to activate the trendelenburg position. At that point, the table began to operate on its own, lowering both the patient's head and legs simultaneously. Although the nurse stopped pressing the remote, the table continued to move. In the absence of evidence indicating equipment malfunction, the unintended downward movement of the foot and head sections of the operating table may have been caused by external factors such as a one-time event, power surge, short circuit, or a non-replicable hydraulic error. Based on our experience, it is also possible that the incident occurred due to unintentional or accidental pressing of the buttons on the hand control, which could have triggered the unintended movement of the foot and head sections. In the user manual (ga 1150.01 rev 25, page 31) it is stated that the operating table must be locked in place during the surgical procedure. Furthermore, if the patient is not secured during transportation, when transferring the table top, when adjusting the operating table or the transporter, or when positioning the patient (particularly when the slope and / or tilt features are used), then the patient could slip off the table top. The user is instructed to always secure the patient and maintain continuous observation (ga 1150.01 rev 25, page 30). The affected devices were manufactured in january 2000 and had been in use for over 23 years at the time of the event. A review of the customer product complaints database revealed no previous complaints related to the reported issues for those devices. According to the risk management plan (rmp_1150_alphamaquet_v01, page 2) the expected service life of the table top is 10 years. The device's age may have contributed to the issue. In summary and as a result of the performed root cause evaluation, it was concluded that the investigated issue, namely the unintended movement of the operating table which could potentially result in a patient fall, was impossible to define. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 12th december 2023 getinge became aware of an issue with one of our columns - 115001a0 - alphamaquet operating table column used with 115010a0 - universal table top operated via two remote controls 115091c0 ir transmitter and 115090c0 cable connected hand control during procedure. As it was stated, during laparoscopic salpingectomy while the anesthetized patient was on the table with laparoscopy trocars in her stomach and the device was in the low position, the nurse in the room pressed the button on the remote control to move the table into trendelenburg position. Subsequently, the unintended down movement of the foot and head part of the operating table top occurred. The nurse stopped pressing the button, however, the table continued to move. Following the incident, the 115091c0 ir transmitter was removed from the operating room and replaced with 115090c0 cable connected hand control. After a few minutes the unintended movement of the table top reoccurred. The patient was not secured with belts during the incident. The issue resulted in a delay of approximately 15 minutes. There was no injury of the patient, however, we decided to report the issue based on the potential for serious injury if the situations, namely the unintended movement of the operating table which could potentially result in patient fall and delay in surgery resulting in prolonged anesthesia time, were to reoccur. Corrected b5 describe event or problem: on 12th december 2023, getinge became aware of an issue with one of our columns - 115001a0 - alphamaquet operating table column used with 115010a0 - universal table top operated via two remote controls 115091c0 ir transmitter and 115090c0 cable connected hand control during procedure. As it was stated, during laparoscopic salpingectomy while the anesthetized patient was on the table with laparoscopy trocars in her stomach and the device was in the low position, the nurse in the room pressed the button on the remote control to move the table into trendelenburg position. Subsequently, the unintended down movement of the foot and head part of the operating table top occurred. The nurse stopped pressing the button, however, the table continued to move. Following the incident, the 115091c0 ir transmitter was removed from the operating room and replaced with the 115090c0 cable-connected hand control. After a few minutes, the unintended movement of the table top reoccurred. The patient was not secured with belts during the incident. The issue resulted in a delay of approximately 15 minutes. There was no injury to the patient, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the operating table which could potentially result in a patient fall, were to reoccur. Previous h6 component codes: electrical and magnetic/transmitter//3141. Electrical and magnetic/circuit board//427. Corrected h6 component codes: others/part/component/sub-assembly term not applicable//4755.

Event description:
On 12th december 2023 getinge became aware of an issue with one of our columns - 115001a0 - alphamaquet operating table column used with 115010a0 - universal table top operated via two remote controls 115091c0 ir transmitter and 115090c0 cable connected hand control during procedure. As it was stated, the unintended down movement of the foot and head part of the operating table top occurred while the patient was on the table and the device was in the low position. Following the incident, the 115091c0 ir transmitter was removed from the operating room and replaced with 115090c0 cable connected hand control. After a few minutes the unintended movement of the table top reoccurred. The information regarding the patient's outcome was requested, however, no details have been received to date. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the operating table which could potentially result in patient fall, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.